Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019 the receiver ceased to function. No additional event or patient information is available. No product or data was provided for evaluation. The confirmation of the complaint is undetermined. The probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver ceased to function. The product was evaluated. An external visual inspection was performed and passed. Charge and boot testing was performed and passed. The log was downloaded and reviewed finding an unexpected power/ rtt loss within the investigation window. A global receiver test was performed and passed. The receiver was opened and an internal visual inspection was performed and passed due to moisture damage. The allegation was confirmed. The probable cause was determined to be moisture damage. No injury or medical intervention was reported.